Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced a gastrointestinal(gi) bleed. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure of an iliofemoral deep vein thrombosis. The volume of lytic per kg that was administered was (B)(4) urokinase-type plasminogen activator(upa) via power pulse, followed by (B)(4) for two hours dwell prior to thrombectomy. The patient underwent a successful angiojet thrombectomy procedure with satisfactory angiographic outcome. Post angiojet treatment, catheter directed thrombolysis(cdt) via a non-bsc catheter for twelve hours at (B)(4) was administered. The patient received a total of (B)(4). Following the cdt, the patient experienced a gi bleed which required a transfusion. There were no further patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a gastrointestinal(gi) bleed. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure of an iliofemoral deep vein thrombosis. The volume of lytic per kg that was administered was 1,000,000 urokinase-type plasminogen activator(upa) via power pulse, followed by 500,000upa for two hours dwell prior to thrombectomy. The patient underwent a successful angiojet thrombectomy procedure with satisfactory angiographic outcome. Post angiojet treatment, catheter directed thrombolysis(cdt) via a non-bsc catheter for twelve hours at 200,000upa was administered. The patient received a total of 3,900,000upa. Following the cdt, the patient experienced a gi bleed which required a transfusion. There were no further patient complications reported.